Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure by using navarre drainage catheter. It was reported that post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, two electronic photos were provided for the review. The first photo (pr#15060930-1.jpeg) shows clinician holding the drainage catheter was connected to external connector, thread was noted on the hub portion. However, the photo was unclear at the junction and hub. The second photo (pr#15060930-2.jpeg) shows the partial view of drainage catheter in which hub was noted to be broken completely. The broken segment was not noted. The investigation is confirmed for reported fracture and identified material separation issues for second device; however, the investigation remains inconclusive for the reported fracture issue for the first device as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.